Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/29/2025, it was reported that the user¿s ilet device casing was coming apart and at risk of becoming unusable. The user is still using the device, but a replacement was arranged proactively. No blood glucose impact was reported.